Event description:
It was reported that patient had a long vf arrest that took about 8 minutes to charge and shock the patient out of the rhythm, as there was intermittent ventricular undersensing of the vf. Several aborted shocks were observed. The system was explanted and replaced with competitor system for t-wave oversensing algorithm.